Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The device was returned without identified device or use problem. A malfunction based on analysis was found. Only the connector portion of the lead was returned in one piece for analysis. Visual analysis found full breach insulation degradation at 4.6cm from the connector pin, exposing the outer coil adjacent to the connector boot. Electrical testing was normal with no other anomalies found.